Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned, and an evaluation was completed. During inspection, olympus confirmed the reported event of b30 (scope communication error). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the b30 error was caused by breakage of the image sensor which may have occurred by accumulation of electrical stress by repeated use, accidental electrical fault or application of static electricity, or overcurrent because of connection/disconnection of the endoscope while the system was powered on. However, the root cause could not be specified. Also during the inspection, the image was checked again to isolate the defective event by assembling a circuit board of the connector for the same model. Then, a similar defect recurred. Additionally, the actual item was disassembled to confirm the whole appearance of the image sensor unit cable. However, no irregularities such as a kink and tear of coating were observed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the ultrasonic gastrovideoscope b30 (scope communication error) occurred in ltf-s190-5 (scope). The issue occurred during the preparation for use. The procedure was therapeutic. The procedure was completed using a similar device. There were no reports of patient or user harm associated with this event.